Event description:
Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). The customer did not require assistance from a third party. Technical support provided pump reset information and assisted the caller in resetting the pump, but the malfunction code recurred after resetting. Technical support arranged for a replacement pump. The customer decided to rely on multiple daily injection (mdi) to ensure delivery of insulin therapy.